Manufacturer narrative:
An image review was performed which stated that a single sagittal image of a cervical acdf was provided. The bottom levels are not visible at c3-4 and there appears to be subsidence of the graft and non-union. The screw also appears fractured as described. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials: (B)(6), gender: male, date of birth: (B)(6), weight: (B)(6), clinical ID: (B)(6). Medical history: generally healthy pre-operative diagnosis: non union of c3-4. Procedure: standard drill and insert of screw levels. Implanted: c3. Date of explant: (B)(6) 2020. Device status: explanted. Partial information was received from a healthcare professional via a field contact regarding a patient implanted with screw for a spinal fusion therapy. It was reported that the bottom half of the screw remained on the left side of c3 when doctor removed that screw. When the patient came into the operating room (or) with a previous 4 level plate from c3 to c7, the c3-c4 level did not fuse so the doctors plan wasto remove the 4-level plate and redo the c3-4 level. While removing the screw at c3 left side, only half of the screw came out and the other half remained in the patient. The doctor thought it would do more harm to try to remove the broken pieces so he cleaned up the disc space, put a new piece of tissue in place and secured it with a new 25mm vision plate. There were no patient complications as a result of this event. The screw was broken when it was removed. Prior to that, it was not known that the screw was broken. The only thing that was known for sure was that the c3-4 level was not fused. No revision surgery was scheduled to remove the screw fragment.